Manufacturer narrative:
Following receipt of additional information, this event will be further updated.

Event description:
It was reported that during a routine follow-up, nine months of remaining battery life was exhibited. The physician alleged this was an earlier than expected rate of depletion based on the implant duration and programmed settings. Replacement is pending; following explant, the unit is expected to be returned for analysis. No resulting adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the clinical observation of an unexpected battery depletion rate. The device case was opened with visual inspection revealing no irregularities. Laboratory analysis, found that the battery had depleted earlier than expected due to a high current drain of multiple capacitors.

Event description:
It was reported that during a routine follow-up, nine months of remaining battery life was exhibited. The physician alleged this was an earlier than expected rate of depletion based on the implant duration and programmed settings. Replacement is pending; following explant, the unit is expected to be returned for analysis. No resulting adverse effects were reported. Subsequently, the device was explanted and returned for laboratory analysis.